Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet with a 23-inch teflon infusion set and had multiple bent cannulas; the user switched to a 23-inch steel cannula set during troubleshooting, and later reported elevated glucose after taking manual insulin and reconnecting to the ilet. Symptoms included nausea. Outcomes included no need for outside assistance and no medical intervention. Investigation included remote troubleshooting, replacement of the infusion set, user education on sick-day effects, guidance to monitor glucose, recommendations to follow clinician direction for elevated glucose, advice to disconnect from the ilet for a period after manual insulin dosing, and to change supplies if glucose remained elevated. Investigation of this case revealed that hyperglycemia occurred with a reported history of bent cannulas and concurrent illness, with device alerts for high glucose and successful correction after infusion set change and manual insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.